Event description:
It was reported that a button was stuck on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. No jammed buttons anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).